Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-09784. It was reported that the patient presented in the emergency room experiencing inappropriate shock therapies. Upon review, the right ventricle lead exhibited device sensing problem of r wave amplitude variation. Chest x-ray revealed both the right ventricle and left ventricle leads were dislodged. On (B)(6) 2021, the right ventricle lead was revised/replanted and the left ventricle lead was replaced. Patient was stable.

Event description:
It was reported that the patient presented in the emergency room experiencing inappropriate shock therapies. Upon review, the right ventricle lead exhibited device sensing problem of r wave amplitude variation and far p over-sensing. Chest x-ray revealed both the right ventricle and left ventricle leads were dislodged. The left ventricle lead exhibited failure to capture. On (B)(6) 2021, the right ventricle lead was revised/replanted and the left ventricle lead was explanted and replaced. Patient was stable.